Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive at times. Customer stated that this issue began six months prior to the call. The customer also reported that the insulin pump's battery compartment was cracked. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.